Event description:
A peritoneal dialysis (pd) patient reported they experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the treatment records during a clinical visit with the pdrn. The event was not reported until following the patient¿s clinical visit. Patient completed treatment using the cycler. A review of the patient¿s treatment records identified that the patient drained 7907 ml during drain 5 of the treatment. This drain volume is 330% the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was reported that the patient experienced discomfort ,feeling full, and it was unknown if the symptoms were related to the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient has received a new cycler. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9, g.1, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. When the cycler was picked up, a loose component was heard rolling around in the bottom cover of the received unit. An as-received simulated treatment was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The internal inspection found that the loose component noted when picking up the cycler unit was a loose pump assembly bolt. The two front pump assembly bolts were missing from the pump. There were no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported they experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the treatment records during a clinical visit with the pdrn. The event was not reported until following the patient¿s clinical visit. Patient completed treatment using the cycler. A review of the patient¿s treatment records identified that the patient drained 7907 ml during drain 5 of the treatment. This drain volume is 330% the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was reported that the patient experienced discomfort ,feeling full, and it was unknown if the symptoms were related to the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient has received a new cycler. Additional information was requested however to date has not been provided.